Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the cable on a force bipolar instrument's wrist was damaged. This symptom made the instrument difficult to pull out of the cannula. Finally, the assistant removed the instrument successfully. The customer also mentioned there was non-intuitive motion. The surgeon continued the procedure using the same kind of backup instrument. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: the surgeon noted that the joint felt misaligned, causing the instrument motion to be stiff and jerky. The issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer and while attempting to manipulate instruments from the console. The instrument was not static, and it moved in the intended direction. The movement of the instrument matched the scale of the surgeon's movement. There was no lag of the instrument and no friction was observed. The issue was persistent and it occurred when the surgeon grasped the tissue and traction. The issue was resolved by changing the instrument. The issue occurred about 5 minutes after the start of the procedure. The jaws were not stick on tissue and there was no adverse effect to the tissue. The instrument and the cannula were removed together, and no additional ports were made.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive force bipolar instrument to perform failure analysis (fa). Fa was not able to confirm/reproduce the reported complaint. The instrument was visual inspected internal and external and no issues was identified. The instrument passed the grip test. The instrument was tested on an in-house system and passed the recognition and engagement tests. The grip tips opened and closed properly. The instrument was fully functional. No product issue was found.

Event description:
Refer to h11 for follow-up information.